Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 24-oct-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the cooling catheter system (ccs) was noted to have faulted. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a urologic prostate ablation procedure.

Manufacturer narrative:
The laser diffusing fiber (ldf) was returned to the manufacturer for evaluation. Testing found that the unit was bent near the tip and was charred. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.